Manufacturer narrative:
The unit was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The unit also had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 115 mg/dl. The customer's keypad was unresponsive and then after a battery change the button error alarm occurred. The customer was unable to clear the alarm, and troubleshooting was initiated to assist with the issues. The customer does not recall any significant events leading to the button error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.